Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient faced an infusion set leakage event on (B)(6) 2025 at quick release. The insertion site was the abdomen. Infusion set was used for less than 12 hours. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint 2283763 has been evaluated. The batch 6007809 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) complaint investigation. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test air flow according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packaging: the lot 6007809 was packaging according to the wi version 79, in the multivac m12, on 26/jun/2024, with a total of (B)(4). Assembly: the lot 4f03183 was assembled according to wi version 27 on-line inspection for assembly of quick set on 26 jun 2024, with a total of (B)(4). The lot 4f03184 was assembled according to wi version 27 on-line inspection for assembly of quick set on 26 jun 2024, with a total of (B)(4). Gluing tubing: the lot 4f03165 was assembled according to wi version 42 on-line inspection for automatic gluing of quick set on 23 jun 2024, with a total of (B)(4). Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 10/jul/2025 against malfunction leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6007809 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.